Event description:
Additional information received reported that everything was ok with the patient. The patient was educated on charging and it seemed to work.

Event description:
It was reported the programmer showed the ¿in the box¿ screen. It was noted the issue was not resolved on the call. It was reported interrogating the stimulator resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).